Event description:
Sales rep. Reports that " revision confirmed broken siphonguard".

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.